Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had been very sick and was placed on arctic sun therapy for a day, along with a bair hugger, warm fluids and hemofiltration heating that kept the patient warm. The water temperature of the arctic sun device remained above 40 degrees c for a long period of time, and the alerts and alarms were ignored. The patient then passed away, and the pads were removed. Upon removal of the pads, blisters were allegedly found on the skin under the pads. As a result, the skin peeled away with the removal of the pads. No treatment was done to the skin, as the patient was already expired. It was also reported that skin checks were not done at all; however, the condition of the patient's skin was fine prior to the placement of the pads. The patient¿s reported death was an incidental element of the patient¿s medical history and was unrelated to the reason for the complaint. There was no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had been very sick and was placed on arctic sun therapy for a day, along with a bair hugger, warm fluids and hemofiltration heating that kept the patient warm. The water temperature of the arctic sun device remained above 40 degrees c for a long period of time, and the alerts and alarms were ignored. The patient then passed away, and the pads were removed. Upon removal of the pads, blisters were allegedly found on the skin under the pads. As a result, the skin peeled away with the removal of the pads. No treatment was done to the skin, as the patient was already expired. It was also reported that skin checks were not done at all; however, the condition of the patient's skin was fine prior to the placement of the pads. The patient¿s reported death was an incidental element of the patient¿s medical history and was unrelated to the reason for the complaint. There was no indication, report or allegation that the device malfunction was related to the patient's death.